Event description:
The reporter contacted animas on (B)(6) 2013 stating that since attempting to adjust basal rates without assistance of a health care provider, blood glucose levels were going as low as 38 mg/dl. The patient reported being able to treat the low blood glucose levels with oral carbohydrates and the blood glucose levels increased. The patient reported being in touch with a health care provider to fix the pump settings. This report is made based on the allegation that the patient experienced hypoglycemia related to use error of adjusting the pump settings without the assistance of a health care provider.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The event was attributed to use error of the pump because the patient reported tweaking the pump setting without the assistance of a health care professional resulting in the low blood glucose.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data in the pump from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.